Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could smell insulin at the bottom of multiple cartridges. Reportedly, the customer did not see insulin leaking and the cartridges were filled with 150 to 200 units. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.